Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while installing the new system and when booting up the system, an error was received stating "invalid environment block" and to touch any key to continue. When they continued, it took them to the application launch screen, but as soon as they logged in the system turned black for a second, and then returned to the login screen. It was confirmed that they were able to log into the admin user. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The ssd was replaced, which resolved the issue. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.